Manufacturer narrative:
Corrected data: d3, g1, g3, h6. Additional information received which confirmed the issue was attributed to blowhead adjustment height. This would impact all staining and be highly detected by the user. No potential for patient or user harm. Record deemed not reportable.

Event description:
Customer complaint record reported the event as follows: very light staining across all protocols. No direct or indirect patient harm or user harm have been reported.

Event description:
Based on complaint report and investigated failure mode, there was potential for a staining alteration. Customer complaint record reported the event as follows: very light staining across all stains/protocol. No direct or indirect patient harm or user harm has been reported.